Event description:
Baxter affiliate reports one incident of a blood leak 5 mins into the pt treatment due to faulty connection between the bloodline and the dialyzer. Estimated blood loss was 50 cc's. The treatment was continued with the same dialyzer and bloodlines but the connection had to be tightened. No pt injury or medical intervention reported.